Event description:
It was reported that the grooves on the drive shaft of the atm1816b wheel chair are getting worn. When turning a corner, extra effort is needed at times. Tech rb states that both motors will need to be replaced.